Event description:
Customer reported that she was hospitalized twice for high blood glucose. On (B)(6) 2011 and (B)(6) 2011, with glucose level of 373 and 343 mg/dl at the time of hospitalization. Customer stated that she had severe nausea, very sleepy and excessive thirst prior to hospitalization. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.